Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. User¿s complaint is confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty patient board set. In addition, worn out video connector causing poor connection. Device is equipped with new type switch.

Event description:
As reported for this event, the device yielded no image, even though different pig tails were tried. There is no reported patient harm or adverse impact.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Correction is for customer information provided but not included in the initial MDR. Please see the updates in sections: g4, g7, h2, h4, and h10. Customer had reported that the 160 series scope did not work, 180 series and 190 series worked fine. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue was the device did not yield image with 160 series scopes. Since it has been more than six years since the device was manufactured, it is likely that the failure to function due to aging failure of components on patient board set resulted in an event in which images were not projected when the 160 scope was used. In patient substrates, scope control, image readout, and preprocessing are performed, and they may affect the color of images by becoming non-functional. Since it has been more than six years since the device was manufactured, it is likely that the deterioration caused by the long-term use or the attempt to pull out the video connectors without lowering the unlocking lever resulted in the loose symptom of the connection of the scope connectors. The instructions for use includes the following statements that can prevent the issue from happening: · push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. · when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.